Manufacturer narrative:
Section a4,a5: unknown/ asked but not available. Section d6a: if implanted, give date: na, unknown/ asked but not available. Section d6b: if explanted, give date: na, unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monocular intraocular lens (iol) had haptic broken/damage. It was observed when the lens was already inserted in the eye. Additional information revealed that another company backup iol was implanted the same day into the patient's operative eye. There were no injuries, and no medical or surgical interventions were required. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: jan 08, 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was coated in viscoelastic residue. The lens was cleaned, and the lens was observed to be cut, which is consistent with a lens that was explanted. The haptics of the lens were not detached. The complaint simplicity was evaluated and no issues that could cause or contribute to the complaint issues were observed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.